Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary:the device was received and evaluated at the service center. The reported complaint that the device does not work anymore was confirmed. It was found that the device displayed the error codes 200 ref 11 and 200 ref 70. The damaged psu board was replaced and the device was cleaned, newly calibrated, tested and found to be fully functional. The damaged psu board is thus the root cause for the error codes displayed on the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the affiliate via phone in switzerland that before an unspecified surgical procedure, it was observed that the vapr vue generator device did not work anymore. During in-house engineering evaluation, it was determined that the device displayed the error codes 200 ref 11 and 200 ref 70. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.